Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion in the general patient ward. This occurred during programming. The pump was switched out prior to treatment. This pump wouldn't start infusion for nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'had downstream occlusion between 0-7 psi pressure' was not reproduced. Device passed downstream occlusion testing. A review of the event history revealed multiple events of "downstream occlusion!" Alarm, however downstream testing results or failures cannot be determined through the log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor is out of range. The force sensor no tube calibration requires to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.